Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator has a display issue. Patient involvement was not provided. The medtronic service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcbs. The ventilator passed all testing and was placed back in use at the customer site.